Event description:
While attempting to treat patient the device prompted a "unit failed" message. The user attached another set of electrodes to the device and the device prompted a "unit failed" message. The user attached another set of electrodes to the device and the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.